Event description:
It was reported that the patient had complications following an implant procedure with anesthesia that had caused urination issues. Patient had to return to the facility to have a catheter placed to help with urination.